Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: probe short. Risk outputs associated with rf energy to probe for the serfas energy console: hardware failure rf or footswitch receptacle disconnecting; software error due to hardware failure; bad wire connection; damaged main board; damaged rf probe receptacle; damage to console during shipping/ handling; hand control switch in wrong position. Risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles: hardware failure; software error due to hardware failure; damaged receptacle board; damaged power board; front board failure; loose flex cable; damage to console during shipping/ handling.

Event description:
It was reported that the wand was sporatic in working. It was then switched out and worked fine. There was no patient interference or or downtime.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the wand was sporatic in working. It was then switched out and worked fine. There was no patient interference or downtime.